Manufacturer narrative:
The insulin pump alarmed for a button error due to corroded keypad traces. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip and minor scratches and cracks on the display window.

Event description:
It was reported that the insulin pump alarmed for button error. Advised that the insulin pump will be replaced. Requested to have the insulin pump returned for analysis. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).